Manufacturer narrative:
The returned valve was patent and passed siphon and reflux testing. The valve could not be adjusted from pressure level 0.5. Dissection of the valve showed proteinaceous debris in the adjustment mechanism, preventing the magnetic rotor from moving. A review of the manufacturing records was not possible as no lot number was provided. All of our products as 100% tested at the time of MFR.

Event description:
It was reported that the valve appeared to under-drain the pt at 0.5 level setting. Valve was explanted.